Event description:
It was reported "in 2006, dr. Notified me that a patient with 90d screws had been in his office for a follow-up. After reviewing the film, it showed a broken 6.75mm screw broken at the s1 level. He said, the patient was not having any issues due to the broken screw.

Manufacturer narrative:
Na